Event description:
Customer reported he changed the infusion set and now the insulin pump was alarming no delivery. Customer's blood glucose was 289 mg/dl. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing, insulin did not exit. Customer was advised to use a new infusion set with current reservoir, manually push insulin, and customer stated insulin did not exit. Customer was advised to use a new reservoir and current infusion set, manually push insulin, perform manual prime and device did not alarm. Alarm was resolved with changing the reservoir. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.